Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that approximately an athletic female, underwent a sling procedure during 2007. The patient complains of some mild bilateral groin pain, difficulty emptying her bladder completely, first thing in the morning, and some discomfort with intercourse (none for her partner). Her post-void residuals indicate that later in the day, she empties well. The surgeon has found no tape exposed. At this point, the surgeon is inclined to offer tape cutting to the patient and will call if problems do not resolved with such.